Event description:
It was reported that the trial cup and trial head were fixed each other during trialing in the medical procedure. So, the surgeon implanted the cup and head without performing test reduction.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the trial cup and trial head were fixed each other during trialing in the medical procedure.so, the surgeon implanted the cup and head without performing test reduction.